Manufacturer narrative:
(B)(4). Approximate age of device- 4 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented with profuse bleeding from previous driveline site. Anticoagulant at the time of event was warfarin, aspirin and heparin. The patient was transfused with 5 units of packed red blood cells (prbc). Heparin drip was stopped on (B)(6) 2017 at 11 am and the patient was taken to the operating room on (B)(6) 2017 for a pump pocket washout. Additional information received reported that the patient received a total of 8 units of prbc in which 5 units were given on a 24 hour period. On (B)(6) 2017, the patient¿s hemoglobin (hgb) stabilized to 8.9 and on (B)(6) 2017 10.3 and 9.6 on (B)(6) 2017. The patient required no further transfusion. Additional information was requested, but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event .